Manufacturer narrative:
(B)(4). Catalog number is the international list number which is similar to us list number of (B)(4). The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Post procedural complications including infarcted bowel is a known complication of a peg- j tube placement. (B)(4) was chosen to capture the event of post-procedural complication. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. A nurse reported that after an unknown date, the patient experienced a procedural complication described as a stoma site leak, ended up with an infarcted bowel in which the duodopa tubing needed to be pulled out when the patient lost a great percentage of the bowel. On an unknown date, the patient died. The cause of death was unknown. The patient had discontinued duodopa before her death.